Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed by analysis. Interrogation of the device revealed that the device was above eri when received. The device was tested and functioned normally on the bench. No device anomaly was detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The system was implanted successfully. However, at the end of the procedure, when the device was tested, high impedance was displayed on the high voltage (hv) circuit. The healthcare provider checked the connection of the hv lead to the device header and the set screw would not tighten the lead pin. The procedure was completed by replacing the device. The new device was tested and all electrical parameters were normal. The patient was stable.